Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) continued to exhibit high shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this product was completed.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) took 3 shocks to successfully convert the patient. The patient experienced a syncopal episode as a result. Additionally, high shock impedance measurements of 157 ohms was observed. Review of the stored episode noted the rhythm accelerated and became very fine following delivery of the first shock and resulted in 6-7 seconds of undersensing. Two additional shocks were then delivered and the rhythm was successfully converted with the third shock. Boston scientific technical services (ts) discussed troubleshooting options. It was noted that the patient gained weight since the initial implant. An x-ray was taken, however, the results are not available at this time. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode took 3 shocks to successfully convert the patient. Additionally, high shock impedance measurements of 157 ohms was observed. Review of the stored episode noted the rhythm accelerated and became very fine following delivery of the first shock and resulted in 6-7 seconds of undersensing. Two additional shocks were then delivered and the rhythm was successfully converted with the third shock. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.